Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Thrombosis and death, as listed in the xience v IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. It is possible that thrombosis contributed to the pt's death, however, a conclusive cause cannot be determined. In this case, a conclusive cause for the reported pt effects and the relationship to the xience v sds, if any, cannot be determined, however, there are no indications of a product quality deficiency.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a study that predilatation was performed prior to stenting of the proximal rca with one xience v stent. No procedural complications were reported. Received notification from the pt's family that the pt died of anoxic encephalopathy in 2009. This event is being filed based on the clinical evaluation committee review results received on 12/2/2009, which determined that this pt's death could be related to possible stent thrombosis by arc criteria, this event was upgraded to MDR reportable. No add'l event or pt effects are available.